Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg) of approximately 40 mg/dl. Reportedly, customer suspected that the pump settings were incorrect. The customer ate candy, cookies, and glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding pump settings.